Manufacturer narrative:
H3, h6: as of today, additional information has been requested for this complaint but has not become available. The device part details have not been received so a full manufacturing record review cannot be performed. Smith and nephew has not received adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventive or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a patient had elevated ion levels diagnosed on (B)(6) 2017. No revision surgery has been scheduled nor performed to the patient. The patient last test results on (B)(6) 2018 showed a decrease of the ion levels.